Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company rep regarding a patient receiving morphine (3mg/ml at 1.014mg/day) via intrathecal infusion pump for non-malignant pain. It was reported that the patient had developed an infection that was unrelated to the pump. However, due to the infection a refill was not done, and the pump was alarming. The type of alarm was not confirmed but the caller thought it was the noncritical alarm. There was a question regarding if the pump was empty. It wasdiscussed that the pump should be interrogated to confirm the actual alarm. Eri and eos alarms were discussed given the implant date. No symptoms were reported. No further complications were reported.